Event description:
It was reported that when the pilot 50 was advanced through the non-abbott catheter, the radiopaque area of the tip of the guide wire (i.e. 3cm of distal tip of pilot 50) was unusual in that 1 centimeter from the tip was not radiopaque. The decision was made to remove the guide wire from the anatomy as the physician was concerned about a possible detachment of the tip. A new pilot 50 was used successfully for the rest of the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: inspection of the returned device found the entire guide wire tip, core and shaping ribbon were intact. There was no damage noted to the guide wire. Guide wire visibility under fluoroscopy was reduced over the 3 cm length of the tip coil segment, but was unaffected at the tipball solder and the gold marker band (located 4.5 cm from the tip). The energy dispersive spectroscopy analysis of the guide wire revealed that the tip coils had an incorrect coil assembly sequence for this guide wire. A review of the lot history revealed no non-conforming material records for this lot. A review of the complaint handling database for the reported lot revealed no other incidents reported for this lot. It was confirmed that this was an isolated incident.